Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to the device stopped working. The aus was explanted and replaced. There were no additional patient complications.